Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could "feel their heart differently" and that it "feels funny". Followup with the patients following physician, indicated that the patient experienced diaphragmatic stimulation from their lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.